Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted. Secondary procedure on (B)(6) 2016, was reported to the FDA under MFR# 2031527-2016-00345.

Event description:
Patient initially implanted with a bifurcated device and a suprarenal aortic extension on (B)(6) 2011. Follow up computed tomography (CT) showed a el3a with aneurysm sac growth. The patient was asymptomatic. On (B)(6) 2016 the physician elected to implant two suprarenal aortic extensions and an infrarenal aortic extension to seal the leak. At the time, the patient was reported to be stable. On (B)(6) 2017, a tertiary procedure was performed for an unknown reason. A afx2 bifurcated stent graft was implanted. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported event of the secondary endovascular repair for an el3b and stent cage dilation (29%) of the main body stent. Clinical evaluation also found that 70 months post implant there was aneurysm growth. The most likely cause of the compromised stent graft integrity (stretched-29% and breached) of the main body was the use of strata material, in combination with the stent cage dilation of the cuff (previous failure). No procedure related harms were detected; the patient was discharged home on the first post operative day in stable condition. The severe calcification at the iliacs, the tortuosity of the lcia, and the lateral movement of the cuff might have contributed to the hyper-dilation of the main body; however, a definitive root cause cannot be determined. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Patient codes correction, removed 3190. Device codes correction, removed 2993.